Manufacturer narrative:
This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer reported a motor position encoder error alarm. The customer was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.